Manufacturer narrative:
Event date unknown device evaluation: one device was received. A visual inspection found a damaged dso seal and damaged battery compartment. A review of the event history log found a 41627 error. During the functional testing, a defective latch was found as well as the 41627 error. The primary problem was with the defective motor. The cause of the issue was found to be the defective latch. The latch was replaced as well as the dso seal, battery compartment, and motor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that there were difficulties attaching and removing the cassette. There was no patient harm reported.